Event description:
There was an allegation of questionable results for multiple assays from the cobas pure e 402 analytical unit. Only data for one sample for vitamin b12 was provided. The initial result was 1149 pg/ml, and the repeat result was 555 pg/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 893080. The expiration date was not provided. The field service engineer found an issue with the blank cell calibration. He performed a full system check, including all probe/nozzle adjustments, rinse station volume adjustments, mixing paddle adjustments, measuring cell magnet adjustment, and cleaning the probes and nozzles. He replaced the measuring cell, deleted the calibration history, and performed initial blank cell calibration. Diagnostic checks were successful. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.